Event description:
It has been reported to philips that exposure was not possible. It is unknown if the system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system exposure was not possible. Review of the system log files showed fd controller error. Philips engineer performed troubleshoot and found that fdc controller was defective. Fse replaced the fdc controller, downloaded broad software and configured it. Adjusted detector and the system was returned to use in good working order. The codes were updated based on the investigation outcome.